Event description:
Additional information was provided by the local representative that after reprogramming the device, the patient and the physician had decided not to reposition the leads. Four months following reprogramming, the clinic performed an interrogation and the device check was normal with no other issues. Subsequently, boston scientific received information from the clinic in (B)(6) 2011 that this patient had died and should be deactivated from the patient monitoring system. The local representative reported that neither the clinic nor the physician knew the exact cause of death. However, according to physician, the patient's death was not related to the device or cardiac in nature.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.